Event description:
Customer reporting 2 false positive sars results when compared to another brand of test. No confirmation testing was performed. Customer states they had covid about 3 months prior. Report 2 of 2.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for these lots. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: unable to duplicate with retain testing. Source: phone.